Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Report as received from hospital; "the cusa excel 23 khz standard tip was not cutting, where initially was working fine. The cusa was inspected, checked for clogs and still was not working. The tip was cleaned delicately and the tip broke off. The tip was recovered and the cusa was no longer used. This incident occurred after approximately 15-20 minutes of use. There was no adverse effect on the patient."